Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the station was on critical override. A technical support specialist (tss) had asked to check with the database team about the issue. The database team had validated the databases one by one, and tss was able to access all the server databases on ssms (sql server management studio). Tss had run a downtime query and found that all carefusion coordination engine messages were crossing over correctly, and issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had critical override and went down. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.